Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint is traced to a component failure. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of having visual issues. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, found the scope had no image, the screen was black. There was no patient involvement.